Event description:
It was reported that the patient experienced diaphragmatic stimulation while implanted with the atrial lead and pacemaker. The doctor was able to minimize the effect by disabling the chronic lead trend and adaptive capture management. The device has been removed and replaced due to elective replacement indicator and the lead is still in use. The diaphragmatic stimulation persists. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion.